Event description:
The customer called and reported she was admitted to the hospital with high blood glucose over 600 mg/dl. Symptoms included nausea, vomiting, heartburn, and aches. The customer was treated with intravenous insulin and potassium. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. No air bubbles or leaks had been found. The infusion set cannula was not bent. The high pressure test was performed and passed. It was advised that the customer change entire set, reservoir, and insulin. The device will not be returning for analysis at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.